Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. This is report one of two reports (3007042319-2016-01786, and 01787) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that there was electrical fault alarms in the night. Cleaning procedure was performed per recommendation of field engineers. The patient was fine.

Manufacturer narrative:
The driveline cable and controller were not returned for evaluation. Review of the manufacturing documentations confirmed that the associated driveline cable and controller met all requirements for release. On-site inspection of the driveline connector confirmed the contamination by foreign material. The reported "electrical fault alarm" was confirmed via log file review which revealed an electrical fault alarm of type sys_front_phase_b_open. The most likely root cause of the electrical fault alarm is contamination by foreign material as observed in the field. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is report one of two reports (3007042319-2016-01786, and 01787) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.